Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 255 mg/dl. The pod was reportedly leaking and the adhesive failed to adhere while worn on the patient's arm for between 5 and 24 hours. As treatment, a new pod was applied.